Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was an atrial lead warning and the lead exhibited varying impedances and an increase in threshold. The lead is still in use. No patient complications have been reported as a result of this event.